Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate matter was observed in three (3) flo-thru devices. The particulate was found in the inner pouches during incoming inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) samples were received for evaluation. Visual inspection was performed and particulate matter was identified in all three units. Inspection under a microscope was conducted and the loose particulate matter was determined to be fibers; however, the size of the identified fibers was within specification for this product. The three samples were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.